Manufacturer narrative:
B3: this occurred approximately three nights ago. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set w/luer leaked due to a small hole in the line. This was described as ¿the patient primed the machine and subsequently observed fluid dripping from the line¿. The patient replaced the set and restarted the set-up. This occurred during priming of the line for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.